Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 160 mg/dl. Insulin pump will need to be replaced. Customer agreed to return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.